Event description:
It was reported the patient presented for pre-discharge checks. Upon interrogation, it was determined the atrial leadless pacemaker (lp) exhibited loss of capture caused by dislodgement to the hepatic vein. The lp was retrieved. The patient was in stable condition.